Manufacturer narrative:
There is no connection that can be made at this time between the reported postoperative complications (pain / recurrence) and any problem with the davol device used to treat the patient. As alleged during the revision procedure the patient experienced a nerve injury. Based on the limited information provided the correlation between the nerve injury and the perfix plug is unclear. The maude event report did not include contact information for the complainant; therefore no attempts for additional information can be made at this time. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instruction-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be obtain, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported via maude event (mw5074967): "in 2012, I obtained a hernia surgery and at this point bard mesh perfix plug; ref (B)(4); size: large plug; lot: huwa0655 was implanted. Within months the hernia returned causing pain and constipation. At this point I was placed on pain medication and stool softener (colace). In 2013, I was given a hernia belt. I did not obtain a corrective hernia surgery until 2016. On my second hernia surgery on (B)(6) 2016 I obtained another complication. I am currently on medication for nerve pain because in the process of my second hernia surgery a nerve was cut/pinched, which is an issue that I will now forever have. Note: in 2016 I had to get another hernia repair to correct the previous one.